Manufacturer narrative:
The service rep replaced the floppy drive. The system operated as intended.

Event description:
It was reported the 9800 system had a dark right monitor and the customer was unable to make a fluoro. No patient injury was reported.